Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate reading of 365 mg/dl. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with oral medication, diet, and/or exercise. The alleged elevated blood glucose reading began on (B)(6) 2013. Based on the elevated blood glucose obtained on the subject meter, the patient reportedly managed his diabetes with the usual medication. The patient subsequently developed symptoms described as "sweaty, cold, and slurring words." He reportedly was able administer self treatment with juice at the time of concern. There was no other device the patient used to obtain another reading at the time of concern. During troubleshooting, the patient verified the unit of measurement was correctly set. The sample set was from an approved site. This complaint is being reported due to the following conclusions: the patient developed symptoms suggestive of hypoglycemia after obtaining the alleged inaccurate reading of 365 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.the test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate reading of 365 mg/dl. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with oral medication, diet, and/or exercise. The alleged elevated blood glucose reading began on (B)(6) 2013. Based on the elevated blood glucose obtained on the subject meter, the patient reportedly managed his diabetes with the usual medication. The patient subsequently developed symptoms described as "sweaty, cold, and slurring words." He reportedly was able administer self treatment with juice at the time of concern. There was no other device the patient used to obtain another reading at the time of concern. During troubleshooting, the patient verified the unit of measurement was correctly set. The sample set was from an approved site. This complaint is being reported due to the following conclusions: the patient developed symptoms suggestive of hypoglycemia after obtaining the alleged inaccurate reading of 365 mg/dl.